Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that inadvertent mishandling during shipment and/or during preparation for use resulted in compromising the indeflator such that during inflation resulted in the reported/noted faceplate and gauge separation/breaks and subsequently resulted in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4 - part number updated from 1003327 to 1000184.

Manufacturer narrative:
The device is expected to be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional indeflator referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a circumflex lesion. The first indeflator the pressure gauge would not go up to reflect the atmospheres accurately or at all after multiple attempts therefore, a leak was suspected. The second indeflator meter broke off/split open in two pieces at 16 atmospheres. It also took a long time for the balloon to inflate. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.